Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was explanted due to high pacing impedance. During an initial implant procedure of an implantable cardioverter defibrillator (ICD), the physician elected to replace this lead with another endotak lead because the impedance measurement was greater than 2500ohms. Attempted implant-08/15/96.